Event description:
On (B)(6) 2013, a reporter for the lay user/patient contacted lifescan (lfs) alleging the patient was getting an unknown error message with his onetouch verio iq meter when attempting a blood test. The complaint was classified based on the customer care advocate's (cca) documentation. The reporter claimed the alleged issue began on (B)(6) 2012 at approximately 9am. The patient reportedly manages his diabetes with an unknown type/dose of insulin and is a self adjuster. He denied taking any action regarding his usual diabetes management routine in response to the alleged issue. The reporter claimed that approximately 10 days after the issue began, he developed symptoms of "dizziness." The patient went to see his doctor on (B)(6) 2012 on or around the same day his symptoms developed. He was given/prescribed an unknown type of oral medication (econol pill). No other device was used for testing. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time. The reporter could not recall the exact error message. The issue was not resolved with troubleshooting and replacement products were sent to the patient and subject products are pending return for investigation. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs's definition suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved.